Manufacturer narrative:
Correction : d3 legal manufacturer. The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that the quality of CT scan is really poor and assessment is challenging. Therefore, the tibial component however is clearly loosened and significantly subsided. There is radiolucency and anterior dislocation visible. The talar component does not show clear sign of subsidence or loosening. Anteriorly, there seem to be some large cysts visible adjacent to talus, but neither clear loosening nor migration can be confirmed. The underlying cause for loosening remains unclear but is likely to be patient related. Furthermore, failure of total ankle replacement over time is a known complication. In case of planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of internal investigation process. Sufficient radiological and clinical information must be provided to enable meaningful clinical assessment and to identify possible cause of failure. In cases where CT scan is the only available clinical source the assessment is limited. No conclusive statement can be provided because key clinical information e.g clinical status, exact symptoms and range of motion of patient, assessment of treating physician are missing. The root cause of radiological findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to limitations, we are unable in such cases to provide statements about patient, procedure and device in relation to cause the failure. Based on investigation, the root cause was not attributed to be most likely a patient related issue. However, more detailed information about complaint event as well as the affected device must be available in order to determine the root cause of complaint event. If the device is returned or if any additional information is provided , the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for aseptic loosening of tibia and talar components.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for aseptic loosening of tibia and talar components.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.